Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test affecting both the front-back and the side-side channels. The cable connecting ECG "a" and ECG "b" and front te was pulled from the strain relief, damaging connector j703 on the distribution node pca. Additionally, there was an open fgel wire in the dn to rear te cable causing the reported add gel messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "add gel" messages in the absence of a prior gel release.